Event description:
It was reported that the arctic sun device has water cooling malfunction. Per review of wo on 04sep2025, there was no patient involvement. Per sample evaluation results received via task on 10dec2025, it was reported that there was a second defective component in this investigation that was defective chiller assay.

Manufacturer narrative:
The reported issue is confirmed. The root cause of the reported issue was a failed chiller assembly. The device was evaluated upon receipt. There was a code 113 reduced water temperature control, and the chiller pump had failed. The chiller assembly was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has water cooling malfunction. Per review of wo on 04sep2025, there was no patient involvement. Per sample evaluation results received via task on 10dec2025, it was reported that there was a second defective component in this investigation that was defective chiller assay.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.